Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 160 mg/dl. Prior to the event, the customer experienced vomiting, stomach pain and weight loss. The customer had been wearing the same infusion set for four days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Advised the customer to change the infusion sets every two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.